Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional regarding a patient receiving hydromorphone (5.0 mg/ml at 0.2403 mg/day) and b upivacaine (10 mg/ml at 0.481 mg/day) from an implanted pump. The indication for use was post lumbar laminectomy pain and chronic pain syndrome. The patient had a long history of radiating low back pain. It was reported that the pump was explanted on (B)(6) 2013 due to pain related to the implanted device and inadequately controlled pain. The pump and entire catheter were removed. During surgery the wounds were irrigated with bacitracin two times. It was noted that the patient tolerated the procedure well and there was no evidence of side effects or complications related to the surgery. The patient had been discharged after the usual recovery time with antibiotic prophylaxis and a prescription for percocet as needed for post op incisional pain control. A company representative later reported on 2016-02-01 that it was unknown if the patient had concomitant medications or if any diagnostic tests had been done.